Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the cause of the event was unknown but the lead was suspected. It was mentioned that the lead and the battery had worked well for several months and then, without any trauma, they no longer functioned. X-ray/MRI/CT scan (unclear which) on (B)(6) 2012 was "negative." The existing lead was removed, "interstim unilateral lead placement" was performed. The patient was hospitalized due to the event. Patient outcome was reported as no injury.

Event description:
It was reported that a patient was told by her doctor and manufacturer representative that her "lead was bad" and it was "reading negative 55." It was unclear what "reading negative 55" referred to. The reporter stated that the patient was having her lead replaced on (B)(6) 2012. It was reported that the device worked "at first" but in (B)(6) 2012 it started to not work. The device was reprogrammed and turned up but it caused pain in her back and down her legs. The reporter stated that it was "bad" in (B)(6) 2012. It was further reported that the doctor's clinical opinion was that "something happened" to the lead. The reporter stated that the manufacturing representative had not had personal contact with the patient since the original implant and had made no claim that the lead was "bad." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the device revealed the following: tined lead, lot# v956823, no significant anomaly found, the lead was stretched.

Manufacturer narrative:
Product ID 3889-28, lot # v956823, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).